Event description:
The customer reported the system failed to print and save images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The engineer reloaded the software, configured the system, and restored the system calibration and configuration data. The system was then found to be operating at intended.